Event description:
It was also noted that the patient had low flow alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Low flow alarms were unable to be confirmed as no log files were available for review, and a specific cause for the low flow alarms could not be conclusively determined. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The complications during surgery and the patient¿s outcome were not considered device related. It was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, bleeding, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted since their lactate dehydrogenase (ldh) went up to 1700 from 1100 on (B)(6) 2023 despite bivalirudin. Creatinine and liver function were normal, but the patient also had hematuria. Pump powers remained ~6w. On (B)(6) 2023, ldh was 2200, creatinine was 1.2, total bilirubin increased to 3, and aspartate aminotransferase (ast) was more than 600. The patient was taken to operating room on (B)(6) 2023 for a pump exchange from heartmate ii to heartmate 3 (hm3) due to suspected pump thrombus. Pump parameters were 9800rpm, 3.7lpm, 5.3w and pi 4.1 after anesthesia induction in the operating room. After the exchange, the patient was transitioned from cardiopulmonary bypass (cpb) to full hm3 support but remained vasoplegic and hypovolemic. The patient went into ventricular fibrillation with decrease in mean atrial pressure (maps) to 30s-40s and hm3 speed decreased to 4200rpm while the patient was defibrillated via internal paddles. The patient had no history of arrhythmia prior to lvad. The arrhythmia was not considered to be device related. Once the patient's electrocardiogram (EKG) rhythm and maps recovered, the decision to place a centrally cannulated centrimag right ventricular assist device (rvad) was made. Centrimag was connected to central cannulas for right ventricle support at 1750rpm and 2.5lpm while hm3 parameters were 4200rpm, 2.6lpm, 2.4w and pi 4.5 as maps were maintained >60mmhg. EKG reverted back to ventricular fibrillation for roughly 8 minutes while the patient was shocked via internal paddles ~20 times before returning to normal rhythm. The patient had received methylene blue, cyanokit (hydroxocobalamin), amiodarone and multiple pressors. Providers in the room acknowledged the patient had pre-existing lung conditions that may require addition of an oxygenator in light of the prolonged bypass time, hypotension, and multiple blood products given to the patient. Decision was made to pack and leave the patient's chest open and splice an oxygenator inline in the intensive care unit (ICU) if necessary. The patient was admitted to the ICU in critical condition. The patient had an oxygenator spliced inline of the rvad circuit in the ICU a few hours after leaving the operating room. The patient was subsequently diagnosed with abdominal compartment syndrome. The patient was made comfort cares on (B)(6) 2023. Support was then withdrawn, and patient passed away on (B)(6) 2023. The complications during the surgery and the death were not considered device related. The second pump and the centrimag reportedly operated as expected. Related manufacturer reference number for the heartmate ii: 2916596-2023-08660.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.